Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in excellent condition. The event history log was reviewed and revealed a "check syringe flange sensor" error. This problem occurred because the ear clip grommet was assembled incorrectly (backwards) during the manufacturing process. This was identified as the root cause of the product problem. The investigator reassembled the ear clip assembly. Preventative maintenance was then performed, and the pump was functionally tested. The pump passed all the functional tests following the aforementioned repair.

Event description:
Information received a smiths medical alarmed out of box failure on medfusion 4000 pump. This occurred during install alarmed 3 times for check syringe flange sensor. No information on patient adverse event.